Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-1110-02 (B)(4) description: ipg kit (without pull-through tunneler) the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the explanted devices found them to be satisfactory.

Event description:
A report was received that shortly following a revision procedure (refer to mfg report# 3006630150-2011-00488) both of the patient's ipg sites became infected. The patient's symptoms were fever and oozing at the incision site. The patient was placed on oral antibiotics. Upon follow up the physician chose to explant both ipgs. The patient was hospitalized and was administered IV antibiotics. The patient was placed on antibiotic IV fluid for (B)(6) and has since been discharged from the hospital. The patient is reportedly doing well following the procedure.

Event description:
A report was received that shortly following a revision procedure (refer to mfg report# 3006630150-2011-00488) both of the patient's ipg sites became infected. The patient's symptoms were fever and oozing at the incision site. The patient was placed on oral antibiotics. Upon follow up the physician chose to explant both ipgs. The patient was hospitalized and was administered IV antibiotics. The patient was placed on antibiotic IV fluid for six weeks and has since been discharged from the hospital. The patient is reportedly doing well following the procedure.